Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined not MDR reportable due to user error. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticm5_13.2 implantable collamer lens of -10.50/1.5/091 (sphere/cylinder/axis) tore during loading. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of the event was user error, however it was also reported that the device failed to perform as intended.